Manufacturer narrative:
( Lap procedure converted to open). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection, while on the liver, the device was a powered stapler, they had issues firing the reloads. The error message they kept getting was a graphic for excessive force. They tried switching handles, shells, and adapters. The error happened intermittently and it was very difficult to fire. They always used the reload on this type of tissue. They tried two other reloads of different size and got the same error. The surgical time was extended by 30 minutes or more due to the product problem. They had to convert to an open case due to the device problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. Visual analysis noted:the unload switch was at the home position. There was no damage to the adapter. Functional evaluation: the unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was then connected and was responsive. The device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. If information is provided in the future, a supplemental report will be issued.